Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified popliteal artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation and a pinhole was noted on the balloon. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.